Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma & rupture.

Event description:
Healthcare provider reported, "excision of submuscular and perimuscular granulomas from previous gel rupture. And capsulectomies". Affected side unknown. The device has been explanted.